Event description:
Information received with return of the device notes that prior to an implant procedure, the device was interrogated and found to be in back-up vvi mode and battery impedance had reached 4k ohms.